Manufacturer narrative:
With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, cardiac history, and patient comorbidities. Though the root cause of the event cannot be conclusively determined; there are patient, procedural, and pharmacological factors that may have contributed to this event. Per the instructions for use (IFU): the lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. (B)(4) / 1104 / manufacturing date: 10/31/2014 / expiration date: 10/31/2016. (B)(4).

Event description:
It was reported that the bivad patient was admitted for chest pain around pump site accompanied by severe nausea and another urinary tract infection. Actions performed were septic screen and pain relief. Both pumps were explanted due to ventricular recovery. The last report received indicated that the patient remains hospitalized but is doing well. No further information was provided.